Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with "discreet fluid dorsal to the implant", chronic fatigue, otitis media, libido and kidney problems and deformed breast.

Event description:
Patient representative reported left side rupture with "discreet fluid dorsal to the implant", chronic fatigue, otitis media, libido and kidney problems and deformed breast. The device status is unknown.

Event description:
Patient representative reported left side rupture with "discreet fluid dorsal to the implant", chronic fatigue, otitis media, libido and kidney problems and deformed breast. Patient representative reported left side capsular contracture baker grade iii-IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient representative reported left side capsular contracture baker grade iii-IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported rupture with "discreet fluid dorsal to the implant", chronic fatigue, otitis media, libido and kidney problems, deformed breast and capsular contracture, baker grade iii. The device has been explanted. This record relates to the left side.

Event description:
Un-reporting medwatch since PMA not approved.